Manufacturer narrative:
The company representative was able to replicate the reported event ¿laser issue¿. The footswitch was replaced to address the issue. The reported gas flow issue was not replicated. However, the system was tested and was found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported laser event is attributed to a nonconforming footswitch. The reported gas flow event was confirmed. The ¿gas flow¿ event was not replicated. Therefore, the root cause of the reported gas flow event cannot conclusively be determined, at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system would not exhibited gas and laser was not working correctly. Procedure details and patient impact have not been provided.